Manufacturer narrative:
It was reported by the sales representative that during the use of a pr9 toward the end of the case at the last retrograde there was no pressure. It was reported that the balloon had ruptured. When the balloon was removed the balloon was found to have slices on both sides. It was reported that "the balloon almost appeared shredded." The case was a mini mvr and there was no patient injury. The device was reported as being used per the IFU and was used for 4 hours. The provided syringe was used to inflate the balloon and the correct edwards introducer was used. Evaluation: the returned device was evaluated and found to have a radial burst and a longitudinal tear. The complaint that the balloon burst was confirmed. The root cause of the balloon burst is unable to be determined. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related product non conformances found. There will be no pra or CAPA initiated at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.

Event description:
It was reported by the sales representative that during the use of a pr9, proplege coronary sinus catheter, toward the end of the case at the last retrograde there was no pressure. It was reported that the balloon had ruptured. When the balloon was removed the balloon was found to have slices on both sides. It was reported that "the balloon almost appeared shredded." The case was a mini mvr and there was no patient injury. The device was reported as being used per the IFU and was used for 4 hours. The provided syringe was used to inflate the balloon and the correct edwards introducer was used.

Manufacturer narrative:
The device is currently under evaluation into root cause.